Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris and exair mesh. Later the pt experienced nocturia, urge incontinence, dyspareunia, bleeding, pain, urinary tract infections, mesh erosion, tender palpable mesh and bladder spasms. An excision of the mesh, cystoscopies and vaginal exploration were performed.